Manufacturer narrative:
Na

Event description:
It was reported that during a patient transport, the ventilator went blank and would not power up with audible alarms while connected to the patient. No patient harm reported.